Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an angioplasty related to revascularization of the left superficial femoral artery (sfa) where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahan device) was intended to be implanted. It was reported that the physician was able to reach the target treatment area, after initiating deployment, the deployment line broke without deploying the stent. The physician attempted to retrieve the unemployed stent by going up and over using a 12fr sheath (unknown brand). A vessel rupture was observed and the patient was sent to the intensive care unit (ICU). In the ICU, a blood transfusion was necessary due to the amount of blood loss. In the iliac arteries there were previously implanted vbx devices that got damaged while retrieving the unemployed stent. An endoleak and a small pseudoaneurysm was observed at the iliac bifurcation and will need further reintervention on an unscheduled day.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B4: updated event description. G2: updated report source to reflect incoming information came from a voluntary medwatch. H6: removed code d16 and added code d1002 under investigation conclusions. Section h6 updated to reflect completion of investigation. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The reported complaints of vbx device endoprosthesis damage and an endoleak could not be independently confirmed. Cause of the reported event cannot be established based on the information reported to gore. Based on the information provided, the root cause of the reported unspecified vbx device endoprosthesis damage and endoleak was procedure related (¿got damaged while retrieving the undeployed stent¿). Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an angioplasty related to revascularization of the left superficial femoral artery (sfa) where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahan device) was intended to be implanted. It was reported that the physician was able to reach the target treatment area by using a terumo 7fr introducer sheath with an abbott hi-torque command¿ 18 st guidewire. The viabahn device was a 250mm stent, after initiating deployment, at approximately 70mm of pulling the deployment line, the line would not pull any further. It was reported that the physician attempted to manipulate the deployment line and used force when the deployment line broke without deploying the stent. 70mm of the viabahn stent expanded and the remaining 180mm did not. The physician attempted to retrieve the undeployed stent by going up and overusing a 12fr sheath (unknown brand). A vessel rupture was observed and the patient was sent to the intensive care unit (ICU). In the ICU, a blood transfusion was necessary due to the amount of blood loss. In the iliac arteries there were previously implanted gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)) that got damaged while retrieving the undeployed stent. An endoleak and a small pseudoaneurysm was observed at the iliac bifurcation and will need further reintervention on an unscheduled day.